Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices and procedure sheath/s were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1334405) indicated that the device lot met all established performance criteria prior to shipment. In addition, it was reported that the event occurred on (B)(6) 2015 and the device used had expired on 12/31/2014. It should be noted that the safety and effectiveness of mynx have not been established in expired unit. (B)(4). See MDR # 3004939290-2015-00029 for the second device.

Event description:
The following information was reported: balloon loss of pressure, tried a second device, balloon failed as well. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: 6 mm stick location: low sheath size: 6f. Additional information: during prep the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was resistance while pulling back.